Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an colon procedure, the device was unable to fire. Once the device was removed from its packaging, it was positioned in the tissue, gently squeezed until an approximation of the cartridge to the anvil was achieved in conjunction with the clamping pin. Once positioned, the second trigger was made to propel the staples and the staples were fired in another direction. To complete the procedure, they used another load. There was no patient injury.